Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the right superficial femoral artery with moderate calcification. The 4 x 40 mm foxcross balloon was advanced and used for dilatation; however, the balloon ruptured during the first inflation of 15 atmospheres, for 3-4 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: agosal 0.8x. Guide cath: mach 1 peripheral. It was not possible to perform a thorough analysis on the products because they were not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The balloon rupture is likely related to interaction with the lesion site which was reported as being moderately calcified. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken or rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated balloon pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.